Event description:
It was reported that, the patient underwent an open reduction and internal fixation of a periprosthetic fracture.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested, but it's not available at the present time. Should additional information become available, the evaluation summary will be submitted in a supplemental report.